Event description:
It was reported that during a small bowel resection procedure, the surgeon was unable to get the anvil to click on three devices. After using a fourth product, an incomplete staple was noted. Patient consequence was not reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.